Event description:
On (B)(6) 2017, an off-label percutaneous closure of a persistent pvl was attempted with a 10/5 mm amplatzer vascular plug iii (avpiii). Positioning was confirmed prior to release; however, directly after release the avpiii embolized into the aorta. The avpiii was successfully retrieved with a snare into a 14f sheath. Next, an off-label use of a 10 mm amplatzer muscular vsd occluder (muscvsd) was attempted. Positioning was confirmed prior to release with good compression of the device, with no aortic insufficiency noted; however, directly after release the muscvsd embolized into the aorta. The muscvsd was successfully retrieved with a snare into a 14f sheath. No other device was attempted to be implanted. The patient will undergo surgical intervention for treatment of the pvl in (B)(6) 2017. The patient was reported to be stable.

Manufacturer narrative:
The device was returned due to "directly after release the muscvsd embolized into the aorta". The investigation confirmed the device met all dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however is consistent with off-label use of the device.